Event description:
It was reported that prior to PICC insertion the customer trimmed the PICC as per protocol. When the customer went to pull the guide wire back through the t-piece there was little resistance. Previously it was harder to pull the wire back therefore it stayed in place. Once the customer primed the PICC with saline as per protocol the wire moved. The customer has resorted to taping the wire in place as a result. Also when the customer primed the PICC the saline leaked out of the rubber at the t-piece. Could be a safety issue if air was to get in the line or if the guidewire was to move during the insertion process. Clinician bent the guidewire to stop it slipping.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The complaint of a leaking t-lock was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that prior to PICC insertion the customer trimmed the PICC as per protocol. When the customer went to pull the guide wire back through the t-piece there was little resistance. Previously it was harder to pull the wire back therefore it stayed in place. Once the customer primed the PICC with saline as per protocol the wire moved. The customer has resorted to taping the wire in place as a result. Also when the customer primed the PICC the saline leaked out of the rubber at the t-piece. Could be a safety issue if air was to get in the line or if the guidewire was to move during the insertion process. Clinician bent the guidewire to stop it slipping.